Event description:
The customer reported that no image displayed on the monitor. Also the system does not boot up properly and the touchscreen does not work.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep recommended that the customer change the md16 to correct the problem.